Event description:
The patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with pasteurella and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient allows pets in the room during pd treatments which provided the source of the infectious organism. The patient was prescribed intraperitoneal ceftriaxone at 1000 mg daily for two weeks. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home. The patient is recovering from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, the associated abdominal pain and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.